Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system 3as not communicating. A technical support specialist dialed into the server, found multiple stations down, ran a query, identified sync down due to windows update, restarted services, and confirmed all stations were working normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server system was not communicating and station displayed disconnected. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.